Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the hospitalization was not due to device or therapy. "(Illegible) - weak legs?"

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their stimulation was turned off, and they couldn't get it to turn back. Pt mentioned that they were in the hospital for the past week and when they got back home their implant battery was down to zero. During the call agent walked pt through turning stimulation back on. Agent reviewed to keep the charge above 20% to keep stimulation on. The troubleshooting steps that were taken on the call resolved the issue. Additional information received. The reason for call was that they originally recharged their ins once a day and the ins battery would be down to about 40% or 50% in the morning, however now every morning the ins battery was down to zero. Pt said that they recharged the ins this morning and the ins battery was now at 90%, however the controller was at 0%. Agent had the pt connect the controller to the ac power supply; pt confirmed seeing recharging indicated with the controller light flashing green. Pt noted that they would recharge the controller every night. Agent asked the patient if they had any therapy changes recently and the patient stated that no. Pt said that the device kept going to stimulator off and they didn't know how to turn the ins back on. Agent reviewed with the pt that the ins would automatically turn off once the ins battery gets too low. Agent reviewed with the pt how to turn stimulation on. Agent asked the pt if they had any ins reprogramming done lately; pt said no. When asked for the event date, pt said that they were put in the hospital for two weeks with therapy and so on and it was about that time that they started noticing the issue. Pt said that they had been out of the hospital for two weeks, so it was about three to four weeks ago that they started noticing the issue. Agent redirected pt to hcp to further address the reported issue, however pt said that was a problem since they were in an assisted living facility which was extremely hard to get out of. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response.